Event description:
It was reported that the iol (intraocular lens) was implanted normally into the eye when the eye surgeon saw a little scratch in the top left corner of the lens. The issue was first identified during implantation/application. No medical interventions were reported and no additional information was provided.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/ not provided. : not applicable, as the lens was not implanted; therefore, it was not explanted. Telephone number: (B)(6). Other: the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.